Event description:
Note: this report pertains to one of the two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clips were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. The anatomy location is unknown. During the procedure, the clip would not release from the catheter. Another of the same device was used, and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.